Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was moving a coffee table, a "tug" was felt near the implant site. Since then, the patient has been experiencing chest pain, shortness of breath, and dizziness. The patient further noted that these symptoms are worse now, than prior to the implant. The lead remains in use. No further patient complications have been reported as a result of this event.